Manufacturer narrative:
Device received with an unresponsive keypad at the "down" and "center" buttons due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to unresponsive keypad. Critical pump error (open book image) alarm not confirmed. Charge or battery lasts less than expected unknown. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. Customer received low battery alert after replacing new battery. No harm requiring medical intervention was reported. The device will be returned for analysis.